Event description:
Technician found right siderail not staying in the up position.

Manufacturer narrative:
Technician found siderail was missing latch shoulder bolt. Technician replaced bolt to resolve.